Event description:
A consulting physician reported a pt who was treated by another physician (names withheld). The pt recently presented to the consulting physician with intermittent swelling in the upper lip treated site. The symptoms were reported as intermittent, usually appearing for "a couple of hours" in the morning. The symptoms developed 2 to 3 weeks after the pt's treatment. The consulting physician diagnosed probable hypersensitivity, and prescribed oral benadryl and a topical corticosteroid. The consulting physician declined to provide any further information.